Event description:
During initial implant procedure, high pacing impedance and a loss of capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance and loss of capture were not confirmed. As received, a complete lead was returned. Electrical tests did not find any shorts or discontinuities on any of the conduction paths. Dimensional analysis found the connector boot to be measured within product specifications. The lead could be inserted into the test device and the test connector sleeve without difficulty. Examination did not find any anomalies, with the exception of procedural damage.